Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that there a patient's skin was red around the incision site 2 days after their generator replacement surgery. Per the surgeon, it was suspected that the infection could have occurred from the patient "messing with and touching" the incision site. It was later reported that the surgeon felt that the patient drooling over the site caused the infection. The patient was put on antibiotics. Information was received that the patient is doing better, and after oral antibiotics the fluid at the generator site has gone down, and there are no signs of infection which appeared to be superficial in nature. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.